Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device, and could not duplicate the reported failure. It was observed that the hlc's were dead (0.794 vdc). There was no charge-pak and the device had normal on/off current. The normal areas of concern were examined for leakage current. Visually, also both boards and flex cables were examined, but nothing out of the ordinary was noted. The customer received a replacement device.